Event description:
It was reported that the home patient (hp) experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. On an unreported date, the patient started treatment with cefazolin and ceftazidime (doses, routes and frequencies not reported). Five days after the onset of peritonitis, the patient started treatment with vancomycin (dose, route and frequency not reported). The patient was hospitalized for one day prior to being discharged. At the time of this report, the patient was fully recovered from peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique when performing pd therapy. The pd and vancomycin therapies were ongoing. No additional information is available. This report is 2 of 3.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers gd895243 and gd895417 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt (B)(4).